Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 800 mcg/ml at 4.75 mcg/day and fentanyl 125 mcg/ml at 0.74 mcg/day via an implantable pump. It was reported that the physician planned to replace the pump on 2023-feb-17 but the patient was admitted to a rehab facility due to a knee injury and had to postpone the replacement. As a diagnostic the hcp requested the patients pump to be turned off and put into minimal rate on 2023-feb-09 as the refill date was approaching and would not be able to refill the pump due to the patient being admitted to rehab. The hcp stated he was going to start the patient on oral baclofen since the patient was in minimal rate. An environmental factor that contributed to the issue was the inability to refill the pump with medication due to the patient being admitted to the hospital and rehab. No interventions were taken to resolve the issue. The patients weight and medical history was asked but was unknown. The issue was not resolved at the time of the report and the patients status was alive- no injury. Additional information was received from the c ompany representative (rep), the rep was waiting for the healthcare provider (hcp) to respond for the reason of the possible replacement. As of 2023-feb-22 the event was resolved however replacement was postponed to a later date due to the patient being admitted to a rehab facility. The pump replacement appointment was not scheduled and the pump and catheter were still implanted at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative. The company representative did not receive any further information regarding the cause for the need of the potential pump replacement.